Event description:
The customer reported that the ventilator had a high temperature alarm message on screen. The customer reported that the unit was in use on a patient at the time of the event, but there was no patient harm reported. The unit was swapped out. The customer contacted product support and stated that the unit displayed an internal high temp alarm, no patient harm. The unit was removed from the patient without incident, and the unit continued to ventilate during alarm condition. 1122 code was verified in the error log. Product support advised customer to run unit at set parameters on test circuit to see if error duplicates. If not, the customer can return the unit to use as no problem found, or the customer can replace the blower as a precaution or to correct the issue. The customer will run further testing. The customer declined offer to follow up on repair status.

Manufacturer narrative:
The biomedical engineer reported that the ventilator was run for several hours. The error was not duplicated. The filters and fans were checked, and no problems were found. The biomedical engineer was unable to duplicate the problem. No parts were replaced.